Manufacturer narrative:
Per the user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and customer would clear the alarm. Customer was not diabetic and used pump to deliver medication. Customer acknowledged that medication was not labeled for use with the pump.